Event description:
It has been reported to us that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt. The physician inflated the occlusion to 6mm to occlude the vessel. The physician then noticed that the occlusion balloon had deflated unexpectedly. The device was removed and replaced with another to complete the case. The pt is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.